Event description:
The belt clip provided with the tslim x2 insulin pump is faulty and the pump falls off my pants multiple times per day. I have reported this to the company repeatedly and they refuse to take action. The falls sometimes dislodge the infusion catheter, preventing insulin delivery. In february, due to the pump falling off repeatedly, the pump tubing came unscrewed and the pump fell over a 50 feet cliff. Fortunately, it landed in snow and was not significantly damaged. I needed help getting the pump back. Being without a pump in a remote location is life-threatening. FDA safety report ID# (B)(4).